Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400's (pc400). During the procedure, the physician successfully placed a pc400 in the target vessel using a px slim delivery microcatheter (px slim). While advancing a new pc400 through the px slim, the pc400 unintentionally detached at the tip of the px slim and was pushed into the aneurysm. The physician then removed the px slim and the procedure was completed using another manufacturer's coil and microcatheter. It should be noted the physician used a rotating hemostasis valve (rhv) and maintained continuous flush during the procedure. There was no report of an adverse effect to the patient.